Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died in the nursing home on (B)(6)-2010. The patient's son stated that the "pacer may have malfunctioned causing her death." Previous device checks were reported to have been fine. The patient had not been pacemaker dependent. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B)(4) no anomalies found. Proximal segment returned and analyzed.